Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, a patient became flushed, experienced increased respiration rate, a drop in blood pressure and shortness of breath. Treatment was immediately disconnected. No further patient or treatment related information was provided and it is not known if any additional medical intervention was provided. The patient outcome was not reported. No additional information is available.